Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 following abdominal pain at home. Peritoneal effluent fluid cultures were obtained in the outpatient clinic on (B)(6) 2025; however, the sample was lost by the testing facility and the results remain unknown. A white blood cell count obtained in the outpatient clinic on (B)(6) 2025 presented with 1312/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg per clinic protocol to address the infection at home. The patient recovered from this event upon completion of antibiotic therapy as she remains asymptomatic. It was reported that the patient¿s peritonitis was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler during and following the treatment course.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in asepsis during ccpd therapy with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s). Nonadherence to aseptic technique during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures were not reported to determine the nature of infection, a reduction in symptoms in response to antibiotic therapy provided evidence of resolving peritonitis. Therefore, the liberty cycler set can be excluded as a potential causative or contributing factor in this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 following abdominal pain at home. Peritoneal effluent fluid cultures were obtained in the outpatient clinic on (B)(6) 2025; however, the sample was lost by the testing facility and the results remain unknown. A white blood cell count obtained in the outpatient clinic on (B)(6) 2025 presented with 1312/mm3. The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg per clinic protocol to address the infection at home. The patient recovered from this event upon completion of antibiotic therapy as she remains asymptomatic. It was reported that the patient¿s peritonitis was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler during and following the treatment course.